Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein, it was found that there was allegedly a resistance to the guidewire and could not be pushed. It was further reported that after examination, the guidewire was allegedly found to be partially adhered to the plastic substance in the guidewire sleeve. Furthermore, there was allegedly a breakage when the guidewire partially adhered to the plastic substance in the guide catheter. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein, it was found that there was allegedly a resistance to the guidewire and could not be pushed. It was further reported that after examination, the guidewire was allegedly found to be partially adhered to the plastic substance in the guidewire sleeve. Furthermore, there was allegedly a breakage when the guidewire partially adhered to the plastic substance in the guide catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows the packaging tray with scattered components which includes blood-stained guidewire with hoop and other components. However, the investigation is inconclusive for the reported physical resistance/sticking, difficult to insert and fracture as no evidence was found in the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.